Event description:
It was reported that the customer was hospitalized for dka. The customer had not changed the set or given manual injections for high bgs since four days ago. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the set and use manual injections per md protocol.